Event description:
Per the hospital, the patient reported nonauditory stimulation. An x ray (date not reported) showed the electrode array had slipped out. The physician will monitor the patient, and if further slip out is confirmed, the patient will under go revision surgery.a follow up will be filed, when more information is available.